Manufacturer narrative:
Device utilization report was pulled (B)(6) 2026. 29 products from this lot were reported implanted. The recall report was pulled (B)(6) 2026. 31 devices from this lot were invoiced and sold. There are not other complaints reported for this lot. A review of the device lot history record indicated the device was manufactured to specifications. No nonconformances were identified in devices released for distribution. The lot produced 36 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements.

Event description:
This is an initial, serious, spontaneous report regarding a female patient (age unknown) who underwent a cubital tunnel revision in which axoguard ha+ nerve protector was implanted on (B)(6) 2024, and subsequently experienced incision site inflammation, implant site pain, and implant site seroma requiring explant. Following implantation, the patient developed localized redness, irritation, and pain at the surgical site. Due to persistent symptoms, the ha+ device was explanted on (B)(6) 2026.